Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the half of the needle was in the body and half of the needle was out. Customer blood glucose value was 9 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer¿s mother had insert two sensors in one day. The sensor will not be returned for analysis.